Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow up the left ventricular lead was noted dislodged, a fluoroscopy confirmed that the lead was completely into the device pocket. The lead was explanted and replaced successfully, the patient's condition was good post procedure.